Manufacturer narrative:
MFR report date 12/23/97. A safety alert bulletin was issued july 26, 1991 on the proper cleaning and maintenance of the pumping mechanism.

Event description:
It was reported that during an infusion of doburex, the pump freeflowed. The pt experienced cardiac arrhythmia and a prolonged hospitalization. It was noted that the pump alarmed and the nurse noticed the fast rate.